Event description:
During evaluation by baxter personnel, it was determined that a vialmate reconstitution device had damaged packaging. The backing paper had detached from the blister packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. During visual inspection it was identified that there was no strong bond between the blister and the backing paper. A cause has been narrowed down to a manufacturing issue. A CAPA has been opened to address this issue.